Event description:
The customer reported the arm on the 9600 system is floating. No injury was reported.

Manufacturer narrative:
The service rep could not duplicate the problem. He found the tube handle reversed and reinstalled it correctly. He also found artifacts on the image. He cleaned the camera lens. The system operates as intended.